Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 27-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient wasn't getting any left sided coverage and the patient noticed this pretty immediately after implant. Impedances and device connection were good. An x-ray was taken on (B)(6) 2019 and showed the bottom of the lead was torqued/twisted. The rep said that the images taken today match the images taken at implant, so it appeared that the lead has always been like this and the patient never felt stim on the left side at all. The patient has bilateral pain and the majority of the pain was on the right side which was being covered by the stim. The patient gets stim from the right hip and down to the tips of their toes, but no left-sided or low back coverage. The rep saw the patient in (B)(6) and knew that they were getting very little left sided coverage, but they didn't think it was an issue as the patient was newly implanted and they could continue to work with programming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2019. It was reported that the lead was implanted ¿twisted/torqued¿ based in the x-rays showed per the doctor. The patient was given a steroid dose pack for their left side pain and the patient not feeling left-side pain was not yet resolved. There were no further complications reported or anticipated.